Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced low and elevated blood glucose levels due to the pump's carbohydrate ratio and total daily insulin settings needing to be adjusted. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.